Manufacturer narrative:
The previous same event was reported under MFR # 2916596-2022-00317. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 a continuous alarm occurred. The heart symbol and battery symbol (the color was unknown) illuminated. Having experienced the same event before, the patient replaced the system controllers at home. Since then, the alarm never occurred. Despite repeated persuasion by patient's attending doctor and family, the patient insisted do not resuscitate (dnr). If the currently used system controller should get broken, an emergency operation would be performed to explant the pump. There would be no return of the exchanged system controller because the cause of the alarm was believed to be driveline damage. Manufacturer's report number of controller: 2916596-2022-11657.

Manufacturer narrative:
Section b5: previous driveline damage reported under MFR # 2916596-2018-01473, MFR # 2916596-2020-03950 and MFR # 2916596-2022-00317. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed internal driveline wire damage that would have contributed to the reported low speed and pump stop events. (B)(6) was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing and the remaining distal portion of the dl was returned measuring approximately 37.5¿. A glove tip was tied to the distal end of the distal portion of the driveline. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was returned detached from the device. The bend relief collar was not returned. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump's bearings and bearing cups found no anomalies related to wear or damage. Upon evaluation of the driveline, the pins of the metal connector were free from deformation. Electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket layer of the driveline segments. Additionally, no damage was observed to the bionate layer of the driveline segments; however, slight discoloration was observed on the distal driveline segment. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. More significant wear to the metal braided shield was observed on the distal driveline segment. Upon removal of the metal braided shielding, breaches were observed on the distal driveline segment, exposing the inner conductors. The breaches were observed on the black and yellow wires at approximately 6¿ and 6.5¿, respectively, from the pump housing. Additional breaches were also observed to the brown and yellow wires at approximately 3¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or mobile power unit), a short to ground would have resulted in low speed and pump stop events. If the exposed conductors of the damaged wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or an ungrounded patient cable, an electrical phase-to-phase short would have resulted in the reported low speed and pump stop events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20may2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a pump exchange surgery from a heartmate ii to heartmate 3 pump. Although the driveline damage had been suspected for years, the patient had refused to undergo a pump exchange. However, due to the malfunction of the system controllers twice, and being exposed to the imminent risk of the third system controller failure with frequent continuous alarms, the patient finally accepted the pump exchange. The continuous alarms were considered to be pump stop alarms, but they were not confirmed because the pump would be stopped if connected to the power module. The patient remained hospitalized as of (B)(6) 2022 and was under postoperative follow-up.